Manufacturer narrative:
A ge representative evaluated the system and repregreased the candlestick connectors and replaced the x-ray tube. System operates as intended.

Event description:
Customer reported hearing a loud pop then no video on the left monitor during set up. No patient injury was reported.